Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that after 30 mins, the unit makes a chattering noise. It was further reported that the unit stays lit, but gets hot and the light will flicker and then go out.